Event description:
On (B)(6), 2013, the physician reported that he observed an error message during interrogation of the patient's generator which stated that it was unable to deliver intended therapy and the settings should be decreased. The physician decreased pulse width from 500usec to 250usec, signal frequency 30hz to 20hz and increased output current from 1.25ma to 1.75ma on (B)(6) 2013. System diagnostic results indicate the issue was high lead impedance. The patient was referred for x-rays and lead replacement surgery. Surgery is likely, but has not occurred to date. The patient's vns device was not disabled directly after the high impedance was observed. Reviewed the device history records for the 302-20 sn (B)(4). No unresolved non conformances were found.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.